Event description:
It was reported the patient had increasing pain just above the lead implant site as of (B)(6) 2013. It was noted the stimulator would not relieve the pain at that time. As of (B)(6) 2014, the patient felt he did not need the device and ¿was not sure how much it really [helped].¿ it was added that simple reprogramming for better coverage in both feet was successful. It was later reported that as of about three weeks prior to (B)(6) 2015, the patient had had self-described internal pain near and around the upper back ¿where the lead was implanted.¿ at times it radiated to his chest, whether the system was on or off. The pain in his back was more than the relief he got in his legs. The patient noted that with that pain level, he would have his stimulation removed if he could. It was noted that the patient was not available at that time to be seen for a system check. It was further reported that the patient had chronic pain to severe pain in the epidural nerve stimulator area and thoracic. The patient had had the chronic pain ¿on and off for 9 months 2 years, but kept having pain shooting around¿ his side. The location site was real sensitive and the pain just shoots down. It was noted that the patient could not sit in a chair. It was noted that all the issues had been ongoing for 2 years at that time. Additional information reported that as of the date of this report, the patient had been admitted to the hospital over the weekend prior ¿with severe pain near the lead site.¿ impedance testing performed at that time found impedances to be ¿within normal limits.¿ it was noted the patient was ¿to remain an inpatient for pain control¿ at the time of this report. However, seven days after the date of this report the patient¿s whole system was explanted due to the pain near the lead site. The patient was not reimplanted at that time. The patient was ¿recovering without sequela¿ according to their physician and had recovered from the explant without permanent impairment. Additional information was requested; a supplemental MDR will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n290609. Implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. (B)(4).